Event description:
It was reported that during a laparoscopic appendectomy procedure, the doctor closed and then fired the device on tissue. When the jaws of stapler were released, the doctor noticed that the staples were not deployed and the tissue was not cut. The cartridge separated into two pieces. The metal and plastic parts of the cartridge were retrieved and the stapler was swapped out. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was the first firing but dr seems to think that tech took out white cartridge thinking he wanted blue. The white was put back in but dr speculation that the white cartridge was not snapped back in place correctly.